Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused severe asthma attacks and respiratory tract obstruction in october 2019. The patient did report to receive medical intervention and has been to the emergency room. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sep 08, 2023, and section h11 should be reported as: the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused severe asthma attacks and respiratory tract obstruction in (B)(6) 2019. The patient did report to receive medical intervention and has been to the emergency room. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report.